Event description:
It was reported that the patient had possible twiddler's syndrome, and there was intermittent failure to pace observed. The right ventricular (rv) lead was removed and replaced, and the right atrial (ra) lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.